Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation the most probable cause for the malfunction could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope image was freezing and displayed scope overcurrent detection error (e237). The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction and results of the final investigation. Update field: h2. H6, h11. Corrected field: h11. In addition, the reportable malfunction was identified during the device evaluation: scope cover unit was dirty. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the dirty scope cover unit could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.